Event description:
It was reported by service report that the bed was hopping when going into trendelenburg. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift sensor coil cord.